Manufacturer narrative:
Implanted date: (B)(6) 2014.

Manufacturer narrative:
(B)(4). Lot: 12230672, (B)(4)

Event description:
On (B)(6) 2014, the patient underwent an endovascular repair of ulcer like projection (ulp) using conformable gore&#59412;tag&#59412;thoracic endoprostheses (tgu343410j/12230672). The patient tolerated the procedure. On (B)(6) date unknown, 2016, the aneurysm diameter was enlarged from 45mm to 55mm. On (B)(6) 2016, an angiography revealed a type ia endoleak. The physician planned to additionally implant the stentgraft for the repair. On (B)(6) 2016, an additional stent graft was implanted for the endoleak. After that, type unknown endoleak was found. The physician decided to take a wait and see approach.